Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in (B)(6), as reported, the 23mm sapien 3 ultra valve was implanted, in aortic position by transfemoral approach with nominal volume +1cc to treat severe aortic insufficiency. Then, it was decided to post-dilate the valve with balloon from the delivery system (nominal +2). However, during retrieval of the balloon and due to suspected ''insufficient deflation'', the valve embolized and migrated into the descending aorta where it was implanted. No additional valve was implanted due to the patient's condition (additional CT was needed to exclude/confirm aorta dissection). Patient needed additional intervention (tevar). Finally, the patient was discharged home in good condition 6 days post-procedure.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Review of procedural imagery revealed the following observations: the valve appeared to be well positioned between alignment markers prior to deployment. No visible calcium appeared to be present. The deployed valve appeared to be well positioned after deployment relative to basal plane. Embolized valve was visualized in the aorta with visible aortic dissection. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve embolization into aorta was confirmed based on provided imagery. A review of DHR, lot history and complaint history did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted within non-calcified native aortic annulus, which is not an indicated use of the sapien 3 ultra thv with the commander delivery system. Therefore, this was off-label operation. As reported, ''the valve was first implanted in aortic valve position (nominal volume +1cc) to treat severe aortic insufficiency. Then, it was decided to post-dilate the valve with balloon from the delivery system (nominal +2). No over rotation of the system was needed when tracking through the anatomy and no additional time was needed to inflate or deflate the balloon. However, during retrieval of the balloon and due to suspected insufficient deflation, the valve embolized and migrated into the descending aorta.''. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. The sapien 3 ultra valve relies on native valve calcium to securely anchor to the annulus. It is possible that the forces acting on the thv overcame the strength of valve attachment to the annulus due to the absence of calcification, causing the valve to embolize into the ascending aorta. It is also possible that the thv detachment/embolization was facilitated via unfavorable physical interactions between the implanted valve and altered balloon profile (e.g. Excess volume/bulk) if the balloon was not completely deflated prior to delivery system withdrawal. As such, available information suggests that procedural factors (off-label operation, insufficient deflation/altered balloon profile) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-10084.